Manufacturer narrative:
Corrected information was provided in b1 (is product problem), d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The root cause of the delivery issue was determined to be patient condition.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 68-year-old male with a pre-support clinical state consistent with scai shock stage a underwent attempted elective placement of an impella 5.5 via surgical right axillary/subclavian arterial access on (B)(6) 2026. During the procedure, resistance was encountered in the axillary artery due to vessel calcification, preventing advancement of the impella catheter across a calcified lesion in the right subclavian artery despite the use of a guidewire; no excessive force was applied, and no serial pre-dilation was performed. As a result, the device could not be advanced through the vasculature, and the procedure was aborted shortly after initiation. There was no reported device damage, no product return, and no data download required. The patient survived the event. Based on the available information, this event was attributed to patient-specific anatomical factors, specifically vascular calcification, and there was no evidence to suggest device malfunction or performance issue.